Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported from the patient relative that after the stenosis spinal surgery on l4 and 5 in (B)(6) 2022, the patient¿s leg was swollen with pain and numbness in lower leg and foot. They are now unable to walk like they could directly before surgery and have continued pain and numbness down into their left foot, causing drop foot, which still remains. The symtoms were immediate after surgery. Patient has since had therapy to help her walk. They now have to use a walker to walk as their balance is very unstable. Was taking pain meds for as needed. Patient took antiinflammatories. Patient also has a prescribed brace for drop foot. Patient also had a emg documenting the nerve damage. The surgeon insisted that they were monitoring during the surgery and did not get any notice of a problem from the equipment. Prior to surgery patient had therapy and went to pain center. She did not have swelling, numbness, pain and drop foot. Reporter not aware of the monitoring device that was used.

Manufacturer narrative:
H6: previously added imdrf annex code d16 is no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.